Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 12 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid-section of the stent were lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A 0.014" guidewire was loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-nov-2020. It was reported that advancing difficulties were encountered. The severely stenosed, diffused target lesion was located in the calcified right coronary artery. Following pre-dilatation, a 12 x 4.00mm promus premier drug eluting stent was advanced but failed to reach the lesion. Dilatation was performed again, but there was still resistance in the calcification part. The physician retrieved the device and completed the procedure with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.